Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the screw, it was observed that the inner threads on the proximal end of the implant were heavily damaged/stripped.

Event description:
On (B)(6) 2018 it was reported o k2m, inc. That set screws backed out, loosened, disengaged approximately 4-6 month post-operatively. Patient was revised (B)(6) 2018. (Related to 304774118-2018-00162)

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 09.13.2018 it was reported to k2m, inc. That set screws backed out, loosened, disengaged approximately 4-6 months post- operatively. Patient was revised (B)(6) 2018.